Manufacturer narrative:
The field service representative (fsr) performed troubleshooting which included reseating the ict module assay cables and the daq board. The ict module was determined to be the likely cause. A review of service history for the alinity c processing module, serial number (B)(4), revealed no additional discrepant potassium results. Return testing was not completed as returns were not available. A review of tracking and trending did not reveal any trends for the ict module. A review of tracking and trending did not reveal any trends for the alinity c. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no system issue or deficiency of the ict module or alinity c processing module, serial (B)(4) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c analyzer for 11 patients. On (B)(6) 2019 for about 2 hours 11 samples generated a potassium result of 3.9 mmol/l. ER physician questioned the lab when a patient's symptoms didn't match the 3.9 mmol/l result and abg in ER showed hypokalemia. Repeat of the sample on another analyzer = 1.5 mmo//l sid (B)(6). Additional patient samples were then found to be discrepant. No impact to patient management was reported.